Manufacturer narrative:
(B)(4).

Event description:
It was reported that " on 24 nov 2025, patient support received an email from mr. And mrs. (B)(6) stating that he underwent a pul procedure in early 2024 by dr. (B)(6). Within 6 months of this procedure, he developed scrotal swelling that ultimately required drainage in (B)(6) 2025". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2025, patient support received an email from mr. And mrs. D stating that he underwent a pul procedure in early 2024 by dr. (B)(6). Within 6 months of this procedure, he developed scrotal swelling that ultimately required drainage in (B)(6) 2025". The patient's current condition is reported as "fine".